Event description:
It was reported that the patient presented with mild "de novo stress urinary incontinence." The event was reported as "continuing" as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that intervention was performed on (B)(6) 2014 with tension-free vaginal tape. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that the event is resolved. No additional patient complications have been reported in relation to this event.